Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead (B)(6) 2006; 419588 lead (B)(6) 2010. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device met 71% of expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Event description:
It was reported that the patient had their system explanted and was scheduled to have a new system implanted four days later. The patient reported left chest swelling with blood oozing over explant site. The patient¿s heparin was held and a weight placed on the site. During the re-implantation procedure the pectoral pocket was re-opened and evacuated due to formation of hematoma. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event. (B)(6) 2014: the device and right ventricular lead were returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis.